Event description:
It was reported that during a surgical procedure, the saw operated when the trigger was not activated. Backup equipment was used to complete the procedure without causing a delay. There was no patient or user injury reported and no other adverse consequences alleged with this event.

Manufacturer narrative:
Corrosion was discovered throughout internal components of the device.